Event description:
Related to MFR. Report no.: 2183959-2014-00250. It was reported the patient had and miniarc sling implanted on (B)(6) 2013. Since then, the patient has experienced great pelvic discomfort, incontinence, problems having a complete bowel movement as well as inability to have intercourse. The patient was seen by a local physician who "determined that the mesh was hanging down." No further patient complications were reported in relation to this event.